Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, morphine, clonidine and bupivacaine via an implanted infusion pump. The pump was programmed to deliver baclofen 300 mcg/ml at a dose of 86.41 mcg/day, morphine 50 mg/ml at a dose of 14.402 mg/day, clonidine 300 mcg/ml at a dose of 86.41 mcg/day and bupivacaine 30 mg/ml at a dose of 8.641 mg/day. The pump's indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015, the pump started alarming the non-critical alarm. The ptm (patient therapy manager) showed an alarm date of (B)(6) 2015. On (B)(6) 2015, the patient began experiencing withdrawal and the pain came back worse in his legs. On (B)(6) 2015, the pump started alarming the critical alarm. The patient was trying to find a healthcare professional that could fill the pump as his physician temporarily was unable to fill it. Additional information regarding whether or not a refill was missed, if the pump has been refilled, nature of the alarms, actions/interventions taken, an resolution of events, and nature of the withdrawal symptoms has been requested. If additional information is received, it will be added to the event.